Event description:
The trilogy 100 was returned to the manufacturer's service center preventative maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, there were no significant errors in the error log. The device failed repair testing and was returned to the technician for additional evaluation. No additional information is available at this time. A follow up report will be submitted when additional evaluation and repair information is received. Additional findings not related to the malfunction/issue: the rubber feet were missing and required replacement. There was a gap between enclosures; the base enclosure was re-seated to address this issue.

Manufacturer narrative:
It was previously reported the trilogy 100 was returned to the manufacturer's service center preventative maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, there were no significant errors in the error log. The device failed repair testing and was returned to the technician for additional evaluation. Additional information received on 18 dec 2025 reported the device failed testing for internal battery capacity per the test report. However, when the device was returned to the technician for the additional evaluation, the evaluation could not confirm the reported battery charging test failure; the battery was charging as expected. The device passed all testing and confirmed to be operating properly without issue.